Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 351 mg/dl. Customer administered a manual injection to address bg. A system check was performed, and it was found that the customer was using off label insulin (glargine) within the pump supplies. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer on insulin labeling and reportedly continued to use the pump for insulin therapy.